Manufacturer narrative:
The device was discarded at the account, and no lot number was provided. The device history record cannot be reviewed. The most likely root cause for this event is that a tourniquet was applied at the wound site and the vacuum control dial was turned on immediately after the tourniquet was removed. The instructions for use supplied with this device contains a note which states: if a tourniquet is used, wait 15 mins after the tourniquet is released before turning on the blood conservation system. This note is intended to assist in preventing clotting in the reservoir. The sales rep has re-trained the account on the info contained in the IFU applied with this device.

Event description:
It was reported that the collected blood clotted in the reservoir. None of the collected blood was able to be re-infused. A back up device was used and the re-infusion was successfully completed. The pt also reported a blood transfusion.